Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The device was loaded with a fully fired reload. There were no visual or functional abnormalities noted during pmv testing. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. However, the reported condition can occur when the user mistakes the tactile pre-clamp feature for the full firing stroke. This feature allows the handle to be released, without returning to its original position, for final positioning of the tissue. After the tissue is properly positioned, the handle stroke must be continued to full clamp position. Staples will only fire after the fully clamped handle returns to its original position and is squeezed a second time. The device tested satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(6).

Event description:
During a pneumonectomy, after the first activation of the handle (lever) the instrument could not be brought into 2nd position (pre clamp position). The handle could not be used any further. The lever could not be moved forwards or backwards. This occurred during usage on the patient and no clamps were set at all. There was no clamp row set . The surgeon decided to remove device without to complete step sequences (step 3) and set up the lung bronchus. The surgeon has to cut the tissue before removing the stapler. A new device was tested after outside of the patient and the instrument worked fine and clamps were set 3. A new instrument was used.